Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years. The portion of the percutaneous lead that was removed during the repair was returned for evaluation. The evaluation is not complete. No additional information was reported. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the lvad driveline has several small tears on the distal driveline outer sheath. The patient had reported experiencing a loud alarm after attaching to the power module on the night of (B)(6) 2016. The lvad system was immediately connected back to battery power, and the alarms resolved. The patient could not recall any specific details about the alarm other than it was ¿loud¿ and it was coming from the power module, as opposed to the system controller. Upon interrogation of the system controller by the lvad clinician, multiple pump off events were noted on (B)(6) 2016, all occurring while on the power module. On (B)(6) 2016, a technical service representative was onsite and performed a distal percutaneous lead (driveline) replacement. No immediate alarms occurred after the repair. The vad coordinator informed the technical services representative that later in the day low speed operation and pump stop alarms had returned while the lvad system was connected to the power module. On (B)(6) 2016, the patient received a pump exchange and was recovering on the intensive care unit. No additional information was provided.

Manufacturer narrative:
Additional information. Approximately 19 inches of the external portion/distal end of the percutaneous lead (lead) was replaced on (B)(6) 2016 and returned for evaluation. Continuity and high potential testing was performed on this section of the lead and did not identify any breaches to the wire insulation or damage to the underlying wire conductors that would have resulted in the reported pump stops. On (B)(6) 2016, the pump was exchanged. The pump was returned with the lead cut approximately 3 inches from the pump housing and the severed portion of the lead was not returned. Continuity testing was performed on the returned, pump end portion of the lead and all wires were found to be electrically intact. High potential testing was performed and did not reveal any evidence to suggest any breach to the wire insulation that would result in an electrical short. A specific cause for the pump stoppage events captured in the submitted system controller log file could not be conclusively determined as the entire lead was not returned for evaluation. Upon disassembly of the returned pump, examination of pump blood-contacting surfaces revealed no adhered thrombus formations or depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop and the retrieved data revealed normal pump power consumption values comparable to what was recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.